Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking bolt would not engage with the stem. Another bolt and articular surface were used to complete the surgery.

Manufacturer narrative:
The articular surface and locking screw were returned, but the locking screw was lost at zimmer biomet in the micro lab during decontamination. Hence, evaluation cannot be completed for the item. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided, as incomplete device received for technical evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.